Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with the davinci method') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), headache ("headache"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and rheumatoid arthritis ("ra") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved and the fibromyalgia, headache, fatigue, anxiety, depression, rheumatoid arthritis and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, fibromyalgia, headache, medical device removal, rheumatoid arthritis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: fibromyalgia, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event added: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.